Manufacturer narrative:
The device evaluation also found the insertion tube demonstrated wear and physical stress. The control body and boot were deformed/damaged due to physical stress. The scope connector was deformed/damaged due to being dropped, and the label was peeling off. The adhesive on the bending section and the universal cord demonstrated deterioration from (cds) processes and physical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported an air leak. There was no report of patient or user harm due to the event. The suspect device was returned to an olympus service center for evaluation. The inspection and testing confirmed the leak and found it was due to deterioration of the insertion section from wear and cleaning, disinfecting, and sterilization (cds) processes over time. Additionally, it was observed that the adhesive on the objective lens was deteriorating, and part of the adhesive had peeled off. This report is being submitted for the malfunction found during the device evaluation (adhesive deterioration/peeled off).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress such as during cds. Olympus will continue to monitor field performance for this device.